Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the last device check, this pacemaker showed half a year remaining longevity at 3.5 volts. Recently, the device showed two and a half years remaining longevity. Also, there was some atrial fibrillation (af) noted several months ago. The plan was to see the patient in the middle of august. Boston scientific technical services (ts)suggested performing a save to diskette or printed memory and send in data for engineering review. Additional information obtained from the field which indicated that it was later discovered that another clinician had changed outputs and turned off auto capture a few months earlier resulting in the rebound. The clinician that the was working with did not notice it and thought that the clinician had made the adjustments when it was really the other clinician months earlier. No further action will be taken. As of this time, the device remains in service. No adverse patient effects reported.